Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump was turned off for 10 hours and having high blood glucose after turning insulin pump on. Customer declined troubleshooting. Customer stated cracked to the whole clip. The device will not be returned for analysis.